Event description:
It was reported the patient presented with a pacemaker that exhibited a history of a diagnostic anomaly of erased data. The pacemaker was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
Reported event of incorrect measurement was not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Analysis of device image indicated device was within normal range of operation. Analysis performed did not find any anomaly on device, voltage is above elective replacement indicator (eri) level, error message was not reproduced during the analysis. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity.